Event description:
It was reported that the user was unable to pace. The patient experienced cardiac arrest and heart massage was performed. The patient recovered after cardiac massage. No complications or adverse reactions were observed.